Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found the pacemaker exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
Device was received with no telemetry and no output. Further analysis was performed by cutting open the device to make direct measurements on the internal circuitry, which revealed high current drain from the hybrid circuitry. Additional testing concluded that capacitor was the cause of high current drain and premature battery depletion.